Event description:
Boston scientific received information that the right ventricular (rv) lead displayed gradual increased, but within acceptable limits shock impedance measurements. Rv pacing impedance measurements were greater than 2,000 ohms. Additionally, noise and oversensing on the rv lead was observed, along with increased pacing threshold measurements of 3.2v@1.0ms. No pacing inhibition was observed as a result. A revision procedure was performed and the rv lead was surgically abandoned. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.